Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. Date device returned to manufacturer. H6 - codes updated to imdrf codes. Visual inspection: the scrdriver shaft 1.5 t4 short self-hold(p/n: 03.114.002, lot #: 56p2120) was returned and received for analysis. Upon visual inspection, the tip of the device is broken, fragment is not included in the evidence. No other issues were observed with the returned device. Dimensional inspection: a dimensional inspection cannot be performed due to post manufacturing damage. Complaint confirmed: yes, the complaint can be confirmed based on the available information. Investigation conclusion: the reported condition of the complaint device (scrdriver shaft 1.5 t4 short self-hold) is confirmed as the tip is broken. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/ specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - manufacturing location: supplier- universal punch / monument manufacturing date: 17-nov-2020 part number: 03.114.002, stardrive scrwdrvr shft/t4/ 42mm/self-retaining lot number: 56p2120 (non-sterile) lot quantity: 95 one piece was scrapped in cell at op #60, vendor tin coat, as a destructive test sample. Production order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, (B)(6) rev e met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Certificate of compliance received from universal punch for op # 10 (vendor machine) dated (B)(6)-2020 was reviewed and determined to be conforming. Hardness specified at hrc 57-60; hardness certified at 58.51. Inspection certificate supplied to universal punch from zapp (for raw material) dated 17-sep-2019 was reviewed and determined to be conforming. Certification of analysis supplied by ionbond for op # 60 (tin coat) dated (B)(6)-2020 was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for op #80 (colorize) dated (B)(6)2020 was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. Device history review - (B)(6)-2021: DHR reviewed by:(B)(6) this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, while adjusting the screw, the tip of the driver shaft broke and the drill guide would not fit into any 1.5 plate. Procedure was completed successfully without any surgical delay. Concomitant devices reported: unknown plates (part# unknown, lot# unknown, quantity unknown), unknown screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) scrdriver shaft 1.5 t4 short self-hold. This is report 3 of 3 for complaint (B)(4).